Event description:
A hosp nurse reported that a high frequency cable "caught on fire at the connection of the cord and a working element." The nurse stated that there were no injuries related to the occurrence.